Manufacturer narrative:
The insulin pump received with alarm during displacement test due to excessive axial play. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap is loose. The blood glucose reading is 532 mg/dl. Customer has treated with manual injection. The insulin pump alarmed during the prime rewind process. Advised the customer that the insulin pump will be replaced. Nothing further reported.